Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius, white calcification (approx. 10%), crease fold, wear abrasion and weight to the spec. A visual and microscopic analysis was performed which identified crease sharp opening on radius. Base on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Additionally, the device was reported to be implanted past its expiration date. The device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Additionally, the device was reported to be implanted past its expiration date. The device has been explanted.